Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was damaged upon removing it from the pump. There was no reported impact to customer's blood glucose. Reportedly, usb cable was replaced to resolve the issue.